Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was checked before implant and found to be at elective replacement indicator (eri) with a battery voltage reading of 2.66 volts and impedance greater than 9999 ohms. The device was rewarmed and the impedance measurement was then 457 ohms. The device was implanted. No patient complications have been reported as a result of this event.